Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, the customer was instructed to use a backup multiple daily injections (mdi) therapy to ensure insulin delivery was not interrupted and was also asked to return the problematic pump using a prepaid label within ten days. Tandem technical support confirmed the shipping address and will replace the pump.